Manufacturer narrative:
As no further information regarding this report is expected our investigation is complete. This report will be updated if additional information is provided.

Event description:
It was reported that this pacemaker was associated with a system infection. Surgical intervention was performed and the pacemaker was explanted. No additional adverse patient effects reported.